Manufacturer narrative:
Received two 22ga iag bc unit within a sealed packages from lot number 8069929. All components were intact. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter with lot # 8069929 regarding item (B)(4). DHR review shows the lot number was built/package on afa line 12 from (B)(6) 2018 thru (B)(6) 2018. Review disclosed quality notification (B)(4) was initiated, then later was voided. All challenges, set up and in-process samples were performed according to the quality control plan and all passed per specifications. Visual/microscopic evaluation showed 2 black particles were observed on the barrel of one of the units received within the sealed package. The black specks embedded in the barrel observed during the investigation was burnt particulate resin that was a result of the molding process would not affect fit, form or function of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter. No serious injury or medical intervention was reported.